Event description:
A lifecor pt services rep (psr) called lifecor customer support to report that when she was fitting a pt a battery pack would not fit into the monitor. She stated that the second battery pack fit into the monitor correctly. The psr exchanged the monitor and one battery pack.

Manufacturer narrative:
Device MFR date. Monitor - 2008. Battery pack - 2007. Device eval summary: device evaluations of monitor and battery pack have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The battery pack was fully functional and had no damage to its connector. It was retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and battery pack.